Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received inappropriate shocks to treat a supraventricular tachycardia from their implantable cardioverter defibrillator. The patient was otherwise asymptomatic. The device undersensed an intermittent p-wave and diagnosed it as a ventricular tachycardia and therefore delivered therapy. The device was reprogrammed and the patient would be followed up with normally.